Manufacturer narrative:
The device was not returned for evaluation however, a device history review was conducted and there is nothing in the product history record that would indicate that the devices were released with any non-conformance's that would contribute to the subject complaint.

Event description:
A patient underwent a video-assisted thoracoscopic convergent procedure with concomitant left atrial appendage exclusion. On post operative day 5 patient experienced a stroke. There was no reported device malfunction, and the adverse event was the result of a procedural complication. While there is no evidence that an atricure device directly caused the stroke, contribution from the ablation procedure cannot be ruled out and so this event is being reported per part 803.